Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "a" to the front therapy electrode cable was cut, damaging wires in the cable and causing a short to the distribution node pca. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.